Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to an urgent care facility with wound dehiscence at the ipg site 3 days following postoperative visit . Reportedly, a staple was left in the incision. The staple was removed and the patient was referred to a physician for further wound care to no avail. In turn, the ipg was visible through the incision. Surgical intervention was undertaken on (B)(6) 2017 wherein the scs system was explanted.